Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue of all three icons showing. After a review of the electronic device download, there was no evidence that the device showed all three icons (attention, service wrench and charge-pak) which would indicate a device power issue. The device had only indicated that the charge-pak icon was showing which does not indicate a power failure of the device. The device had sufficient power available to provide defibrillation therapy, if needed. The cause of the reported issue could not conclusively be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). This is an indication that the device would not have sufficient power to deliver effective defibrillation therapy to a patient, if needed. There was no patient use associated with the reported device issue.

Manufacturer narrative:
Physio-control has performed numerous attempts to reach the customer to follow up on the reported issue but no response appears to be forthcoming. It is unknown if the device will be returned to physio-control for evaluation. The cause of the reported issue could not be determined.